Event description:
It was reported that pump did not detect cartridge and repeatedly displayed cartridge change error even when customer and distributor tried multiple cartridges. There was no reported impact to the customer¿s blood glucose level. Pump was scheduled to be returned for evaluation, and distributor arranged replacement pump because required product marking was missing.